Event description:
On (B)(6) 2015, endoanchors were used in the endovascular revision of a cook zenith endograft originally placed in 2009, due to CT finding of a non-specific endoleak believed to be a type 1a endoleak. The aaa was over 7cm at the time of revision. Intraoperative fluoroscopy also demonstrated a non-specific endoleak and no leak channel could be identified. As the previously-placed endograft was a few millimeters below the renal arteries, a zenith cuff endograft was placed prior to anchoring. The cuff was well positioned but did not affect the radiographic appearance of the endoleak. Eight (8) endoanchors were placed uneventfully in the sealing zone, and the anchors also did not appear to affect the endoleak. Further ballooning using a complaint balloon also did not appear to affect the endoleak. During ballooning, the balloon was noted to burst. It is not known if this was due to interaction with a previously placed endoanchor; however, there were no sequelae. One month follow-up CT angiography identified that the leak was still present and the aneurysm had grown further by 1 cm in diameter. Therefore the decision was made to convert the patient to open repair. The conversion was undertaken successfully on (B)(6) 2015. Due to the anatomy and prior placement of endografts having suprarenal components, a supra-celiac clamp was used. No obvious type 1 or type 2 endoleak could be identified upon opening the aneurysm sac, though there was noted to be some bleeding through the zenith endograft at the location of the sutures that secure the stents to the graft. The endografts and endoanchors were noted to be well-positioned and the endoanchors formed a strong attachment to the aorta. Therefore the zenith grafts were cut below the sealing zone, and a surgical graft was sewn to the residual endografts, leaving the zenith devices and the endoanchors as the primary proximal seal. No bleeding was noted upon release of the supra-celiac clamp. The patient tolerated the procedure well.

Manufacturer narrative:
The heli-fx devices performed as expected during the revision procedure and there was no allegation of the device defect; therefore, the devices were not returned for analysis. Based on the finding during the open procedure, it is likely that the endoleak for which the revision procedure was undertaken was at type 3, not a type 1a.